Event description:
"On the morning of (B)(6) 2024, placement of a left internal jugular implant site. Placement of a hubert needle at the site , functionality check ok (blood reflux present, injection without difficulty). Radio control ok, catheter well positioned on chamber, catheter retaining ring in place. In the afternoon of the same day, no blood reflux of blood reflux during the pre-injection check of the treatments. Hubert's needle replacement: idem. Scheduled in the operating room the following day to reposition the chamber in its dressing room. We then observe in the or, before starting the operation, that the catheter had detached from the implantable chamber and was in the right ventricle, the ring that normally holds it in place is still in place. This explains the absence of reflux observed the day before."

Manufacturer narrative:
Device history record batch record number 36993442 was reviewed: it was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the 149 units released in may 2022. Summary of investigation: the involved device, two x-ray pictures and the completed "request for information - acces port incident" were returned for evaluation. - information review: the device was implanted for less than 1 day. - x-ray pictures review: the first x-ray picture correspond to the x-ray of implantation, the catheter and the connection ring are connected to the exit cannula of the access port housing. The trajectory of the catheter is askew just after connection. It is impossible to check whether the catheter have been correctly mounted on the exit cannula of the access port. In the second x-ray picture, the catheter has migrated to the heart. - visual inspection of the returned device we received the access port housing disconnected from the catheter and from the connection ring. Blood marks are present on those elements. 2 puncture marks are visible on the access port septum. No connection marks are observed on the proximal part of the catheter. Many tools' marks are detected on the exit canula and on the catheter. - dimensional measures. All the measured dimensions are compliant with the defined specifications. - pull test at the juncture access port-catheter the pull test result is compliant with the requirement: the disconnection force obtained is superior to the iso 10555-6 standard requirements. - raw material historical review: the batch records of the catheters, the connection rings and of the access ports housing included into the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. -manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: the performed investigations have confirmed the compliance of the access port used by the end customer as no defect was detected. The short duration of the implantation (less than 1 day) and the tools' marks on the involved catheter and exit cannula of access port housing allow to conclude that the catheter have not been correctly mounted and damaged during implantation i.e., firmly push the catheter onto the exit cannula ensuring the catheter covers the exit cannula up to the stop as required in the IFU. Conclusion: this complaint is not confirmed as the performed investigations have confirmed the compliance of the device. The disconnection was due to an improper connection of the catheter with the access port housing, made by the medical staff, during the implantation procedure. This is a rare incident (B)(4). No actions plan is foreseen at this time.

Manufacturer narrative:
Note: product reference 4433742 is not cleared for sales in the USA, but it is similar to the product reference cleared under # 510k130576. Device history record batch record number 36993442 was reviewed: it was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the units released in may 2022. Summary of investigation the involved device was returned for evaluation. However, no x-ray pictures were returned for investigation. - information review: the incident appeared the day of the device implantation. - visual inspection of the returned device we received the access port housing disconnected from the catheter and from the connection ring. Blood marks are present on those elements. 2 puncture marks are visible on the access port septum. No connection marks are observed on the proximal part of the catheter. Many tools' marks are detected on the exit canula and on the catheter. - dimensional measures all the measured dimensions are compliant with the defined specifications. - pull test at the juncture access port-catheter a pull test was performed on the explanted device. The pull test result is compliant with the requirement: the disconnection force obtained is superior to the iso 10555-6 standard requirement. - raw material historical review: the batch records of the catheters, the connection rings and of the access ports housing included into the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. -manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause the performed investigations have confirmed the compliance of the access port involved in this event as no defect was detected. The short duration of the implantation (less than 1 day) and the conformity of the returned device allow to conclude that the catheter have not been correctly mounted during implantation i.e., firmly push the catheter onto the exit cannula ensuring the catheter covers the exit cannula up to the stop as required in the IFU. Conclusion this complaint is not confirmed as the performed investigations have confirmed the compliance of the device. The catheter disconnection was due to an improper connection of the catheter with the access port housing, made by the medical staff, during the implantation procedure. This is a rare incident (<0,01%). No actions plan is foreseen at this time.

Event description:
"On the morning of (B)(6) 2024, placement of a left internal jugular implant site. Placement of a hubert needle at the site, functionality check ok (blood reflux present, injection without difficulty). Radio control ok, catheter well positioned on chamber, catheter retaining ring in place. In the afternoon of the same day, no blood reflux during the pre-injection check of the treatments. Hubert's needle replacement: no blood reflux. The following day, they observe in the or, before starting the operation, that the catheter had detached from the implantable access port and was in the right ventricle, the ring that normally holds it in place is still in place. This explains the absence of reflux observed the day before. Need for a cardiac catheterization to remove the catheter that has migrated into the heart chambers. Risk of damage to the right heart valves by the catheter which has migrated. Need to replace the access port (risk of hematoma at the jugular puncture site, pneumothorax, jugular vascular lesion, brachiocephalic venous trunk left, of the superior vena cava). Catheterization was performed urgently on (B)(6) afternoon. The catheter was retrieved without difficulty. Observation of a small leak from the tricuspid valve, no present before this adverse event. Replacement of the access port was carried out without complications. Blood loss associated with these successive interventions nevertheless required a transfusion of packed red blood cells."